Manufacturer narrative:
(B)(4).

Event description:
The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the backlight inverter, calibrated the flow sensors, the expiratory valve, and the atmospheric pressure. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, the ventilator generated a popping and crackling noise, and smelled something burning. There is no information regarding patient involvement.